Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had switched managing physicians. The new managing physician reported that the patient told him that his pump had gone empty for three weeks while under the care of the previous provider. The patient had missed a refill. The diagnostics /troubleshooting was reported as the new managing physician didn¿t see any signs that the pump was working so would continue to monitor moving forward. The issue was reported as resolved at the time of the report and the patient status as alive, no injury. The company representative was not aware of any patient symptoms related to the empty pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.